Manufacturer narrative:
Clarification to b3 date of event: partial date of april 2025 to capture "6 months" relative to october 2025. Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Healthcare professional reported "pain", "contracture [baker] IV", "intracapsular rupture", "deformed breast" and "benign dispersed calcifications". This record is for the right side. Device remains implanted.